Event description:
It was reported that prior to the start of a da Vinci-assisted surgical procedure, the customer encountered a non-recoverable error. The Technical Support Engineer (TSE) asked the customer to turn off the system and clean Blue Fiber Cable (BFC) with air and return on the system to check if the issue was fixed. The customer refused and requested Field Service Engineer (FSE) visit to fix the issue.The procedure was aborted without patient involvement.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. The FSE was able to reproduce the issue and made mechanical/electrical adjustments to resolve the issue. System was tested and verified ready for use. The complaint was confirmed based on the field evaluation.